Manufacturer narrative:
(B)(4). Additional review with sr. Quality engineer indicates this is an event that is not reportable; thus, the MDR that was submitted on 09/18/2019 was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: guidewire backed out unable to push it back in. Additional information indicates the guidewire kinked. A delay in treatment was reported without incident.